Manufacturer narrative:
Kaz USA, inc. Has requested that the product be returned to our company for testing, but it has not yet been received.

Event description:
A consumer reported that the thermometer allegedly provided false negative readings on their 2.5 year old child. The device allegedly displayed repeated measurements of 36.4°c, and a fever of 39.5°c was later measured by a physician using an unspecified device. The child's diagnosis was not disclosed. Kaz USA, inc. Has requested that the product be returned to our company for testing.